Event description:
Pt 26 years after mastectomy with reconstruction. Changed to saline implant in 1997. Now complaint of loss of volume on the right. The pt is admitted for a capsulectomy and implant replacement. There was noted to be a deflation of the right prosthesis, with wrinkling and distortion of the overlying skin and areola. The pt was taken to surgery. Incision was made and dissection carried down. The capsule was obtained and a deflated saline implant removed. A peripheral capsulectomy was then performed and the anterior capsule removed.